Event description:
Patient had a PICC line placed on last month while a patient in the hospital. He was discharged to home with home health for IV antibiotics. The patient reported the PICC was kinked and then the home health nurse unkinked it and then the PICC started leaking. He was told to go to the ER and the line was replaced.